Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/13/2020. H3 evaluation: one empty opened foil and one used proceed ventral patch mesh of product were received for analysis. During visual inspection of the used sample, degradation process has begun on the top assembly and proceed bottom; the ring was separate of support ring. Body fluids and the straps were partially detached. In addition, the foil was examined and no damage or defects were found. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to sample condition, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an umbilical hernia repair procedure on (B)(6) 2019 and the mesh was implanted. During the procedure, when a doctor was ready to place the mesh, it was observed that the internal ring was separated from the mesh. There were no fragments generated. There was no delayed surgery and another like mesh was used to complete the procedure successfully. There were no patient consequences reported.